Event description:
The patient reported that the keypad buttons were not responding appropriately while attempting to deliver a correction bolus. She noted that she removed and re-inserted the battery, but could not move beyond the verification screen due to the buttons being unresponsive. The patient stated that the ok button symbol is worn but the rubber keypad is intact. She denied exposing the pump to water and cleaning products; and stated that she wears the pump with a clip.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. It was observed that the ok and contrast button symbols are worn. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all button key contacts.